Event description:
Implanted ICD on (B)(6) 2009: fractured right ventricular lead caused the patient to pass out and fracture his cervical spine c2. Patient had to go to operating room for the following: single chamber ICD system implant- right chest ultrasound guided vascular access; right axillary vein remove dual chamber ICD pulse generator- left chest cap and retain 4 old leads in the left chest pocket. FDA safety report ID # (B)(4).